Event description:
It was reported that on (B)(6) 2020 patient had repair left femur malunion/nonunion with auto graft and bone grafting left femoral head. On (B)(6) 2020, patient underwent removal of hardware hip (left) conversion, previous hip surgery to total hip arthroplasty (left). Operative findings with non union failed tfn, left superior acetabular defect. On (B)(6) 2020 patient had undergone irrigation and debridement hip (left) - prosthetic hip infection. Concomitant : trigen intertan 11.5mm x 18cm 125degree (part 71675202 lot 19lmd7004,quantity#1) intertan lag/compression screw kit 85mm / 80mm (part 71677085 lot 17bt8266, quantity#1) trigen (part71645030 lot 20320696,quantity#1). This report is for one (1) norian drillable inject 10cc-sterile. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.